Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. The customer's blood glucose level was 500 mg/dl with ketones. The customer delivered correction bolus with pump and manual injection to address high bg. The customer reported was able to lower bg level. During troubleshooting with tandem technical support, it was identified with the pump data that the customer was overfilling the cartridge and the pump functioned as intended.